Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was confirmed with the log file retrieved from the returned system controller (serial # (B)(6)). The log file captured backup battery fault alarm events relating to a backup battery load test fault code. There was a physical disconnection of the backup battery, which cleared the alarm. Shortly after, a backup battery was connected and then reported alarm returned. The returned system controller/backup battery was functionally tested using laboratory equipment and the unexpected backup battery fault alarm was unable to be reproduced. A root cause of the backup battery fault alarm could not be determined through this evaluation. A corrective action was implemented to reduce backup battery faults due to the load test. The returned system controller was manufactured prior to the implementation of this corrective action. Device history record indicated the device was manufactured in accordance to mfg and qa specifications heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed including backup battery fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the controller exchange resolved the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter phone number: (B)(6).

Event description:
It was reported that the system controller showed a replace backup battery message after installing a new battery. The system controller was replaced.